Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date ; explant date g2: citation: authors: fu s., yang z., he x., liu d., yang z., zhang j., du l.. Long-term efficacy of bilateral globus pallidus stimulation in the treatment of meige syndrome. Neuromodulation 1-13 2024. Doi: 10.1016/j.neurom.2024.02.002 · a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. · a.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'long-term efficacy of bilateral globus pallidus stimulation in the treatment of meige syndrome'. The following medtronic devices were used in the study: a 3387s dbs lead and an activa pc or rc ins. Among patient adverse events/device performance issues included:  serious injuries: patient 1 experienced blurred vision and discomfort in the left eye when dbs was activated, and the symptoms disappeared after replacing the electrode contacts. Patient 6 experienced numbness and discomfort in the left limb when dbs was activated, and the symptoms disappeared after replacing the electrode contacts.